Manufacturer narrative:
Zimmer biomet complaint number (B)(4). (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial knee arthroplasty. Subsequently, the implant would not seat properly and there was a delay in surgery. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of articular surface found the dovetail feature exhibits damage both flared out and compressed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was related to a malfunction for surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial procedure the implant would not seat properly and there was a delay in surgery. No additional patient consequences were reported.